Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the display screen was blank following a battery change. The reporter confirmed that audible tones were present and stated that the battery cap was changed a month ago. The reporter stated that multiple batteries were tried but the display remained blank. The reporter denied any moisture or corrosion in the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: the complaint of a blank display could not be confirmed or duplicated on investigation. The pump powered on to a clear, legible display screen. The pump casing was removed and no defects were found to the internal display components.